Manufacturer narrative:
The investigation determined that higher than expected discordant vitros k+ results were obtained from quality control fluids when run on vitros 350 chemistry system. A definitive assignable cause could not be determined for the matter observed. An issue with the calibration, a reagent issue, or an instrument issue could not be ruled out as a contributing factor.

Event description:
A customer observed discordant vitros k+ results obtained from one level of vitros qc fluid and one level of non-vitros biorad quality control fluid when tested post calibration on a vitros 350 chemistry system. Vitros performance verifier ii c4084 k+ result of 4.23, 4.26 mmol/l versus an expected result of 2.79 mmol/l. Biorad l2 k+ : 5.34* mmol/l compared to the expected result of 6.94 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected, however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number two of three 3500a forms filed for this event, as multiple devices were involved. (B)(4).